Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician noted it was difficult to insert and fixate the left ventricular (lv) lead in the coronary sinus due to high threshold and the short length of the lead. The lv lead was removed and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.